Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 8 events were reported for this quarter. Product return status - 6 devices were received for evaluation. 2 devices were not available to stryker for evaluation. Evaluation status - 6 device evaluations are in progress. Additional information - this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device was reportedly leaking. 4 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 8 total events were initially reported. 8 previously reported events are included in this follow-up record.   Product return status 6 devices were received. 2 devices were not available for evaluation.   Evaluation status not confirmed 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion and worn components. 5 reported events were not confirmed during testing.   Additional information 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device was reportedly leaking. 4 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.